Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported with a description of cartridge broken during implantation two times and an iol (intraocular lens) could not be implanted. The patient left aphakic. Additional information has been received and stated that because the burst cartridge zonulolyis more than 6 hours and iol explant needed and sulcus fixation not possible, nanophthalmus no sclera fixation possible. The patient was hospitalized as a result of this event. Additional information received and stated that, one assumption of the customer was that the stamp was possibly bent and therefore slipped over or under the iol.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and stated that, the lens is loaded with the haptic stretched and an attempt is made to advance it with the plunger. This is not successful at first attempt. Viscoelastic is added again to advance the lens slightly. It hardly moves in the cartridge and cannot be advanced to the end with the plunger. On further attempt to advance, the lens moves anteriorly to the opening and is now placed in the anterior chamber with the plunger via the extended 3.0 incision. As the lens is advanced, the company cartridge tears longitudinally. The lens is implanted into the sulcus and cannot be retracted. The sharp edge causes a zonulolysis at 6 o'clock, so that the capsule cannot accommodate the lens in size and a capsular tension ring implantation is also not goal-directed due to the size of the zonula lesion. With extremely flat anterior chamber now non company viscoelastic and another company viscoelastic is entered to explant the lens haptic again and finally to cut the extremely thick lens with the lens scissors, a triangle is cut out, this with very flat anterior chamber, hardly in the anterior chamber maneuverable, thereby again and again iris incarceration, iris prolapse. Finally, the lens can be explanted, but the capsular bag cannot be held. Installation of a 2nd paracentesis, anterior vitrectomy and removal of the lens capsule. Placement of a suture 10.0 cross suture and 2 paracentesis sutures 10.0. Acetyl choline into the anterior chamber and smoothening of the incarcerated iris, above clearly frayed iris and medium wide pupil. Aspiration of the viscoelastic. Hydration of the phaco-tunnel and paracenteses. Filling of the anterior chamber with bss (balanced salt solution). Administration of antibiotic 0.1 ml into the anterior chamber. Entry of a antibiotic soaked bandage lens due to epithelial roughening. Intraoperative administration of parabular anesthesia and analgesic in painful patient. During manipulations iris basis hemorrhage, which can be finally situated and mainly aspirated. The patient got therapy with prednisolone 50 mg for 3 days, bf049 phacoemulsification without lens implantation, isolated in- and explantation of the lens.

Manufacturer narrative:
One opened handpiece was returned for evaluation for the report of cartridge broke. A visual inspection of the handpiece injector was performed and was found to be non-conforming. The plunger is bent slightly upward at the plunger head. A functional thread to barrel engagement check was performed and was found to be conforming. Finally, a dimensional plunger position height check was performed and was found non-conforming due to the bent condition of the plunger. A photo of the cartridge is attached to the parent file and has been reviewed by the investigation site. The photo is of the cartridge only and, therefore, unrelated to this record. A review of the device history record traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The injector was manufactured in september 2004. The evaluation indicates that the injector plunger has a bent plunger head resulting in an upward plunger position, which could have contributed to the reported cartridge damage. The root cause for the non-conforming plunger height is unknown. How and when the plunger position became damaged cannot be determined from this evaluation. The most likely cause of a bent plunger head of the injector is from improper handling of the product. This injector has been in service for approximately 18 years. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).